Manufacturer narrative:
(B)(4). The rt266 infant dual heated evaqua2 breathing circuit was not returned to f&p (B)(4) for inspection. The circuit was discarded by the customer. Without the return of the complaint device we are unable to determine what may have caused the event reported by the customer. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit had disconnected from the circuit. The hospital reported that the disconnection occurred when the patient was moved. No patient consequence was reported.